Event description:
Report received from the USA stating that the device had hose damage. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the eval has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).